Event description:
It was reported that during a surgical procedure, the drill heated up. There was no patient or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Based on the quality investigation, the rotor assembly was found to be corroded and the bearings were seized. Both conditions can result in the device overheating. The rotor assembly and bearings were replaced, and add'l preventative maintenance was also performed. The drill was repaired and returned to the customer.